Event description:
On 07/28/2025, the user reported the pump would not charge despite troubleshooting and testing the charger with another device. The pump had previously taken 45 minutes to charge and lasted about one hour. A replacement device was arranged.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.